Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer board had fried. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the position sensor and latch sensor was not working. A field service engineer (fse) found that the drawer could open and close in hardware test application (hta) but found the position sensor and latch sensor were not functioning correctly. The latch and position sensor were replaced, but the drawer was then not detected on the bus. Fse replaced the retractor band, which resolved the issue. The drawer was successfully tested in hta, and the customer verified functionality by performing inventory. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.